Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) defibrillation lead underwent an ablation procedure. Then the rv pacing impedances measurements were less than 200 ohms, and shock impedance measurements were ¿0¿ ohms. Troubleshooting options were discussed with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.